Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a patient with a 25mm 11500a aortic valve, was explanted after an implant duration of 1 year, 2 months due to unknown reason. The explanted valve was replaced with another 25mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, g3, g6, h2, h6 (clinical code, device code, type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through the implant patient registry and investigation that a patient with a 25mm 11500a aortic valve, was explanted after an implant duration of one year, two months due to methicillin-susceptible staphylococcus aureus endocarditis, and vegetations. The explanted valve was replaced with another 25mm 11500a aortic valve. Per medical records, the patient presented with fever and emesis and was found with endocarditis. Intraoperatively, a large pocket of pus was found around the ascending aortic graft, which was removed due to suture line disruption. Further inspection revealed multiple vegetations identified on the aortic valve and vsd patch. These were all were removed and debrided. A 25mm 11500a aortic valve was implanted using ticron sutures. Postoperative tee showed normal lv function and well-functioning valve. The patient was transferred to the ICU in stable condition for further care and was discharged on pod #22. Hospital pathology report: acute endocarditis with fibrinopurulent vegetations and colonies of cocci of the valve.